Manufacturer narrative:
This is one of three products involved with the reported event. The manufacturing reference number for this event is case (B)(4). The manufacturing reference number for the other complaints are case-2017-00021743-1 and case-2017-00021751-1. As reported in the publication pasquetto et al distal filter protection during percutaneous coronary intervention in native coronary arteries and saphenous vein grafts in patients with acute coronary syndromes, ital heart j 2003; 4 (9): 614-619; report one case of vessel perforation during ballooning angioplasty on the body of a svg, effectively treated with the deployment of a covered stent. There was also another case of occlusive type f dissection after filter crossing successfully; treated with stent implantation. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Vessel perforation is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the publication pasquetto et al distal filter protection during percutaneous coronary intervention in native coronary arteries and saphenous vein grafts in patients with acute coronary syndromes, ital heart j 2003; 4 (9): 614-619; report one case of vessel perforation during ballooning angioplasty on the body of a svg, effectively treated with the deployment of a covered stent. There was also another case of occlusive type f dissection after filter crossing successfully; treated with stent implantation.